Event description:
A caller reported an alarm 2 related to an occlusion event earlier in the day before contacting support. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery. Customer did not experience frequent occlusion issues, so no further assistance was deemed necessary, and the case was closed.